Manufacturer narrative:
H3: device not received by manufacturer. No product was returned and no photos were provided. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that liquid leaked during filling in the pharmaceutical department. The customer filled only 20ml of medication in the medication bag, so it was quite unlikely that excessive physical pressure was applied. There was no patient involvement and no patient harm.